Event description:
It was reported that during a remote follow up, post sensed t-wave oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.